Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 56 mm, with the 40 mm x 56 mm metal liner, a 36 mm +8 femoral stem, and a 40 mm +0 femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2009 to present. Diagnosis or reason for use: degenerative joint disease of the right hip.